Event description:
Reporter indicated that interrogation of the pt's device revealed high impedance. There has been no trauma or manipulation reported. X-rays were reviewed by the site and no anomalies were reported. Pt has been scheduled for revision surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.